Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify did the reservoir keep activating / unlocking by itself producing the negative pressure in the locked state. Yes. The lock was released by itself, and started to produce negative pressure unintentionally. Was it verified that no one actually activated it? No one activated it. Was any fluid collected in the reservoir allowing free gravitational draining? How much? No information. Was it verified that flap on the reservoir bag did not hit any hard surface causing it to unlock? No information. Procedure name - no information. Please send us an email when lot number becomes available. It turned out. The lot number is jt8317.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. After the procedure, the reservoir kept activating / unlocking by itself producing the negative pressure in the locked state. The lock was released by itself, and started to produce negative pressure unintentionally. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It was found that the latch was broken possibly by final user handling after the manufacturing process was completed. Under this condition the plate will open with any slight movement and it will be detected by production. In addition, an open plate cannot be package in the inner pouch. Root cause could not be determined due to it was not possible to know when the latch was broken. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control.